Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the application was stuck at initializing updates. Field service engineer stated that there was delay in dispensing the medication to patient. A field service engineer further found that the station was at the data synchronization screen. The engineer successfully rebooted the station and accessed the administrative interface of the device. Upon entering the admin section, it was confirmed that there was no network connection, as the ip address had been switched to dhcp. Adjustments were made to the firewalls, which had all been activated. The rss application was then updated to the current version of 4.12. However, upon rebooting the station again, it became apparent that the application would not launch automatically. After reinstalling the rss application, the technical support specialist successfully accessed the device remotely and implemented the required modifications. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system encountered a problem where the application became unresponsive during the initialization of updates, preventing users from accessing medication. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.